Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with external devices. Pt's images revealed the ipg was tilted in the pocket. On (B)(6) 2013, the physician revised the ipg pocket, repositioned the ipg and added subcutaneous sutures.